Manufacturer narrative:
The reported events were low pacing impedance, failure to capture, and cardiac perforation. As received, a complete lead was returned in one piece. The reported events of low pacing impedance and failure to capture were not confirmed. Visual inspection of the lead found the helix and the helix housing to be missing and were not returned with the lead, consistent with procedure damage. The helix mechanism /extension length test and the tip stiffness test could not be performed due to the as-received condition of the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an in clinic follow up, low pacing impedance and a loss of capture were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and a cardiac perforation was observed. The lead was explanted to resolve the event. The patient was stable.